Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a documented blood glucose of 50 mg/dl after entering a meal announcement and treating with a cheese danish; no insulin suspension, ketone testing, or medical intervention occurred. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included transient low glucose outside the target range for approximately one hour, with resolution to 89 mg/dl after oral carbohydrate intake. Investigation included review of the event details and user-reported actions. Investigation of this case revealed no device alarms or malfunction, and the event was consistent with a user-managed hypoglycemic episode without device performance issues. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.